Event description:
The user failed out low on one external proficiency survey sample for c-reactive protein generation 3 (crpl3) on the cobas 6000 c501 analyzer. The reported survey result was 4.41 mg/dl. The expected mean was 5.84 mg/dl. The survey sample was repeated on (B)(6) 2010 which yielded a result of 4.59 mg/dl. No patient samples were affected by this event. The reagent lot number for crpl3 was 62161401. The field service representative determined the cause was fluidics failure of the sample probe. He replaced the sample probe and performed adjustments. He also replaced the sample and reagent probe syringe seals and performed cleaning maintenance. Performance tests were run and were acceptable.